Event description:
During testing at the user facility, it was noted the touchscreen would not calibrate. Prior to testing, the device had been returned to the biomedical department for an unspecified reason. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen would not calibrate. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.